Event description:
Device malfunction: vessel locator wings broken. Time of device malfunction: unk. Symptoms/ae: none. It was reported that during device evaluation, the collapsed vessel locator was found to have all four of the wings broken. All wing attachment points were secure. There were no reported adverse pt sequelae. Though requested, no add'l info was provided by the site and this constitutes all known info regarding this event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. Eval summary- evaluation of the returned fully clip deployed device, all handle, exchange tube and delivery tube observations were normal for a clip-deployed device. However, a collapsed vessel locator with all four of its wings broken was observed. All of the broken wing material was returned and all wing attachment points were secured. No malfunction was detected which may have explained the observed broken wings. Review of the device history record for this lot did not produce any findings relevant to this report.